Event description:
It was reported noticed on x-ray today 2/10 that they leaked out of the PICC-line, unclear how it happened and where they leaked. Ssk tries to flush the PICC-line with 1-2ml and it flows out directly from the insertion. PICC-line is pulled, a clear tear is seen in the piccline. No patient harm or exposure to blood or bodily fluids reported. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a longitudinal split was observed between the 3 cm and 4 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported noticed on x-ray today (B)(6) that they leaked out of the PICC-line, unclear how it happened and where they leaked. Ssk tries to flush the PICC-line with 1-2ml and it flows out directly from the insertion. PICC-line is pulled, a clear tear is seen in the piccline. No patient harm or exposure to blood or bodily fluids reported. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed using sherlock 3cg to verify optimal placement, catheter was locked with saline and dressed straight along the patient's arm, secured with securacath between 3-2cm, exit marking 4cm, total length was 42cm. PICC was used for oncology treatment and antibiotics (doxorubicin-dakarbazin). PICC was used for CT scan with power injection rate of 300psi, contrast was warmed before usage. There was an occlusion intervention with this PICC, actilysis was given 15/9 and the piccline worked without any problems. Leakage was identified by a visible hole/fracture outside the patient at 5.5cm marking and leakage from the insertion site. PICC was in use 98 days. Patient was in the hospital at the time the leak was detected. They were able to take this PICC home, and did completed flushing to maintain patency and dressing changes. It is unknown if the patient participated in any physical activities. No xray imaging is available for this event. Catheter site was cleaned with chlorhexidine solution poured from a bottle (chlorhexidine solution 5mg/ml). Additional information: noticed on x-ray (B)(6) that they leaked out of the PICC-line during preparation for CT-scan, unclear how it happened and where they leaked. Tried to flush the PICC-line with 1-2ml and it flows out directly from the insertion. PICC-line is pulled, a clear tear is seen in the piccline"

Event description:
It was reported noticed on x-ray today 2/10 that they leaked out of the PICC-line, unclear how it happened and where they leaked. Ssk tries to flush the PICC-line with 1-2ml and it flows out directly from the insertion. PICC-line is pulled, a clear tear is seen in the piccline. No patient harm or exposure to blood or bodily fluids reported. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed using sherlock 3cg to verify optimal placement, catheter was locked with saline and dressed straight along the patient's arm, secured with securacath between 3-2cm, exit marking 4cm, total length was 42cm. PICC was used for oncology treatment and antibiotics (doxorubicin-dakarbazin). PICC was used for CT scan with power injection rate of 300psi, contrast was warmed before usage. There was an occlusion intervention with this PICC, actilysis was given 15/9 and the piccline worked without any problems. Leakage was identified by a visible hole/fracture outside the patient at 5.5cm marking and leakage from the insertion site. PICC was in use 98 days. Patient was in the hospital at the time the leak was detected. They were able to take this PICC home, and did completed flushing to maintain patency and dressing changes. It is unknown if the patient participated in any physical activities. No xray imaging is available for this event. Catheter site was cleaned with chlorhexidine solution poured from a bottle (chlorhexidine solution 5mg/ml). Additional information: noticed on x-ray 2/10 that they leaked out of the PICC-line during preparation for CT-scan, unclear how it happened and where they leaked. Tried to flush the PICC-line with 1-2ml and it flows out directly from the insertion. PICC-line is pulled, a clear tear is seen in the piccline"

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.